Event description:
It was reported that the patient¿s spinal cord stimulator (scs) device was for the neck in the cervical area and had peripheral placement in the neck area. The patient also had hardware from c2-c7. The stimulator was not doing as well as it was. A manufacturing representative (rep) went to try to reprogram it today with the patient, but stimulation was causing spasms and therapy had failed. Also, stimulation would increase in intensity when the patient was in the movie theater and the lights were dimmed. When the lights would go down, intensity would go up and pleasant flutter became unpleasant. It occurred multiple times on different days when they were at the theater. Today as the rep brought stimulation up, they couldn¿t get past 2.0v. Both times the patient started to spasm before they could get paresthesia. Impedance testing was uncomfortable and all were in range of 1300 to 1500 ohms. The rep was unable to work with it. The patient did not tolerate turning it on due to muscle spasms in the neck. The rep was going to work with it a couple of days and probably reprogram when she felt better. She had it at 9.5 at home but the rep could not get past 1.2 before the spasms. After discussions, it was noted that the lights in the theater could not do what she claimed. It was possible that she was near the sound system as it was a small dinner theater. It was later reported that her follow up appointment was cancelled. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Follow up information reported that the manufacturer's representative had been in contact with the patient twice in the past 2 weeks prior to this report and it was noted that they were doing better. The patient was using the stimulator at a lower level and getting pain relief. The patient declined at the time of report to been seen and they stated they were doing fine and was to let the representative know if they needed more reprogramming. If additional information is received, a follow-up report will be sent.